Manufacturer narrative:
(B)(4). The device was received; however, evaluation has not yet begun. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of an unknown device was unable to be disconnected from the tubing port of an intravia empty container after patient use. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage testing and pressure testing were performed, and the device operated per specification. Functional testing was performed by filling and setting up the bag. A spike was connected to the bag and disconnected successfully from the bag. No issues were observed during functional testing. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.